Manufacturer narrative:
It is reported that at the distal end of the probe the plastic of the probe head broke off and that this could be removed completely from the joint. The returned unit was submitted to a visual inspection. Scratch marks were observed on the lumen, ceramic and insulation, concentrated on the front of the probe below the electrode and extended to the sides, please refer to attached pictures. The insulation has a slit open on the front and the insulation below the slit has a corrugated appearance. The insulation has no scratch marks or corrugated appearance on the back of the probe. According to the serfas energy probe family risk management plan, probable root causes for the reported condition can be associated, but are not limited to: non conforming component. Poor assembly process. The following caution notes are included in the user instructions of each unit to prevent the reported condition, as follows: examine the probe for damage prior to use and discard if damage is found. Misuse. After performing the visual inspection on the returned unit, scratch wear marks were observed on the lumen above where the insulation slit opened and the insulation has a corrugated appearance below and all around the slit portion. The marks observed are indicative that the unit must could have been in contact with a pointy object or a sharp instrument (e.g. Hard tissue or bone) and there are marks indicative of friction or scrapping with another hard object by possibly using the probe as a tool for the mechanical displacement of tissue or bone, which can result in the damage observed and it is contraindicated as per user instructions for the serfas energy probes family. The user's instructions states: do not use the probe as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, as this may result in damage to the tip of the probe. Do not use excessive force when inserting or removing the probe. Do not insert probe into an obstructed passageway. Patient injury and or product damage may result. Do not forcefully impact the tip of the probe with rigid objects inside the joint as this can cause damage to the tip of the probe. In addition to the previously mentioned possible root causes for insulation damage, an increased temperature in the joint space caused by insufficient suction, can also lead to insulation damage. Poor suction, as per risk management document, can be related to the following: clogging, inadequate hospital suction, bad connection to hospital suction line, leak, pinch clamp left closed, probe bender use to bend non-bendable probe. As part of the investigation process, previous complaint history review revealed that the most probable root cause for similar cases reported is user related, as the evidence obtained during the returned unit's evaluations revealed that the units were either: used as a tool for the mechanical displacement of tissue or bone (or another instrument), or use the probe as a prying or scrubbing tool, which may result in damage to the tip of the probe as well as the insulation surrounding the tip. Inserted or removed with excessive force through and obstructed passageway, which may also result in product damage. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the distal end of the probe head broke off; however, it was retrieved from the joint completely.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the distal end of the probe head broke off; however, it was retrieved from the joint completely.